Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation. No device-related issues associated with the system controller were reported. Log files were downloaded from the returned system controller. The data was reviewed, and the controller was not connected to a pump throughout the duration of the log file. It was reported that the two system controllers were returned for an unknown reason. Additional information noted that the patient had passed away and the system controllers were returned. There were no suspected device malfunctions and the team was unaware it was returned to abbott. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No issues were found with the controller. Incidental findings: backup battery fault. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) rev. D and patient handbook rev. A can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the date of death was (B)(6) 2025, and that the patient had worsening right ventricular failure and pulmonary hypertension leading up to death. The device operated as expected.

Event description:
It was reported that two system controllers were returned for an unknown reason. It was later communicated that there was no recollection by the site in returning the equipment as the patient had been on home hospice and since passed away, date unknown. The team did not suspect any device malfunction, so they had no stated reason to nor were aware that it was returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.